Manufacturer narrative:
Additional information received on 29jan2016. The device was manufactured in 2003 and was in use about 10 years before the product problem occurred on (B)(6) 2015. The device was not in contact with a patient and there was no patient injury or death. The device will be repaired locally, in (B)(6).

Event description:
The a2000 rocker arm can rotate 15 degrees after it being locked. Any information with respect to patient contact, delay in surgery and patient adverse consequence was not provided. Additional information has been requested and is pending.